Event description:
The customer stated that a false positive architect troponin-I result of 0.27 ng/ml was generated for a patient sample and was reported out of the laboratory. Another sample was collected from the same patient 28 hours later and the architect troponin-I result was negative at 0.01 ng/ml. The physician questioned the result. The customer retested the positive sample and the result was negative at 0.001 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Customer complaints were reviewed for architect stat troponin-I list (B)(4). Review of this data did not identify any problematic complaint activity that would indicate the product is performing contrary to its claims. To evaluate the assay's performance, an internal troponin-I panel was tested with architect stat troponin-I reagent lot 13130un11 stored and maintained at abbott laboratories. The troponin-I panel is made from human plasma and it's targeted to a known concentration. The panel was within specification, which demonstrates that the assay can accurately detect a known concentration of troponin-I. The customer was reminded of the limitations of the procedure section in the architect stat troponin-I package insert regarding the presence of heterophilic antibodies. Based on the investigation, it was concluded that the architect stat troponin-I assay is performing acceptably. No product deficiency was identified.